Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/02/2025 to 12/06/2025. There was no data available to verify battery related alarms/alerts in the formatted history file on the ss event date of 14-jul-2025. There was no data available to verify if the customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. No unexpected battery power loss and charge/battery lasts less than expected noted during testing. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the ss event date 14-jul-2025 in the formatted history file. The pump was cut open to perform visual inspection and found slight corrosion on the pcba1/pcba2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were unknown. During visual inspection, slight corrosion was found on the pcba1/pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the battery was not lasting long. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer reported a replace battery alarm. The customer also reported that no damage to the battery cap. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.